Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he experienced low blood sugar and did not hear the alarms go off due to being in a deep sleep from taking medication. Patient's wife heard the alarms, woke him up, and gave him orange juice. When the paramedics arrived, they gave him glucose gel tubes and tested his blood pressure. Patient reports that his device was working correctly. At the time of contact with dexcom technical support, patient reported he was feeling good.